Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced shortness of breath and bradycardia and it was noted the right ventricular (rv) lead exhibited high and undefined pacing impedance measurements, along with a lead fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.